Event description:
Discordant advia centaur myoglobin and ckmb results were obtained on multiple patient samples. The results were reported to the physician. Upon retest the corrected results were reported to the physician. There were no reports of adverse health consequences due to the discordant myoglobin and ckmb results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and data indicate that the cause of the discordant myoglobin and ckmb results is unknown. The fse checked out the system and found no problems. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.